Event description:
It is reported that in 1998 pt underwent unicompartmental knee replacement. Post operatively in 1/2002, an arthroscopic procedure was performed during which a piece of polyethylene was discovered floating within the joint. The piece was removed. Following pt continued to experience difficulty and 2001 the knee was revised to a total knee.